Event description:
The customer contact reported a leak of an unspecified solution; subsequently, a tubing separation was noted. The device was being used during an unspecified "operation" and was reported to have "slight leakage" from an unspecified location. The device was replaced and the operation was completed. There were no reported adverse patient effects. No medical intervention were required. During visual examination of the device, it was noted that the stopcock separated from the barrel of the safeset syringe. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.